Manufacturer narrative:
No complaint was received with the return of the device. A partial lead with the connector pin measuring 9.1 cm was returned for analysis. Failure event observed during analysis. Final analysis found a full breach outer insulation degradation was found at 4.4 ¿ 4.8 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.